Event description:
A site neurosurgeon, reported the site's articulating arm remained a little loose when tightened. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement articulating arm shipped to site. Suspect articulating arm has not been returned to manufacturer for analysis.

Manufacturer narrative:
The suspect vertek arm is over seven years old and well worn. As reported, both joints remain slightly loose when the handle has been tightened. Mechanical malfunction due to wear directly caused the event.